Manufacturer narrative:
Manufacturing site evaluation: samples received: 1 unopened racepack and 2 opened. There are no previous complaints of this code batch. There were (B)(4) units of this batch code manufactured and distributed, no units are in stock. Needle attachment tests were performed on the closed sample received and the result fulfills the requirements of the OEM. Knot pull tensile strength testing of the closed sample received was completed and the result fulfills the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Needle detaches and thread breaks.